Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a cracked battery case and requires battery replacement. No patient injury was reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-20238. The report was submitted in error.